Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the printed-circuit board in the connector because there was water immersion from the cable and the connector.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use on (B)(6) 2021, it was found that the scope communication error e216 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.